Event description:
Device malfunction: none. Symptoms/ae: no movement in right arm or right leg. Time of symptom: during stenting procedure. It was reported that following the placement of an rx acculink stent in the left internal carotid artery, the patient experienced a tia event. His symptoms manifested as no movement of the right arm and right leg. The physician administered heparin to the patient and the symptoms resolved that day. The patient was discharged to home the following day. Though requested, no additional info is available.

Manufacturer narrative:
During the processing of this complaint, attempts were made to obtain complete event, patient, and device info. Study event. The device remains in the patient. A review of the finished device lot history record did not produce any findings relevant to this report.